Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On (B)(6) 2026, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and the device was requested for further investigation. However, the sensor was not returned to senseonics by the time of complaint closure. The data management system (dms) shows that the user was re-inserted with a new sensor on the (B)(6) 2026. Investigation on the physical device was not possible as it was not returned, but review of the in vivo glucose data showed variable sensor glucose with occasional sg/bg mismatch. The raw sensor data revealed declining signal, indicative of oxidation of the glucose-indicating component in the sensor hydrogel, which likely contributed to the reported sensor inaccuracies. The user was provided with a sensor replacement as part of the resolution.